Event description:
The account reported that the brake is not holding.

Manufacturer narrative:
The engineer isolated the issue to a faulty brake detent mechanism. He replaced the brake detent and adjusted the brake to repair the bed.